Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he received a no delivery alarm. Customer stated did a complete infusion set and reservoir change. Customer stated he found a bent cannula. He declined to troubleshoot. Blood glucose value was 300 mg/dl; current value is 254 mg/dl. Nothing further reported.